Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg lost communication with external devices and was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. During the procedure, high impedances were found on the lead. Further surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg was explanted and replaced. During the procedure, high impedances were found on the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.